Event description:
It was reported to boston scientific corporation that during an anterior/apical prolapse repair procedure using a pinnacle pfr kit, the dilator bunched up when being passed through the sacrospinous ligament. The part of the dilator with the attached suture and bullet then detached from the main dilator portion. The physician removed the device and completed the procedure with another pinnacle kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
.